Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure is part of the (B)(4) study: a 6 x 90 sheath was advanced into the distal segment of the right common carotid artery with subsequent removal of the dilator. A right internal carotid angiogram was performed with hand injection of contrast through the sheath. A right intracerebral angiogram was also acquired at the time of the selective right common carotid angiogram. Next, the physician advances a 0.014 guidewire into the distal segment of the right internal carotid artery and proceeded to advance a 6 mm spider fx embolic protection device into the distal segment of the right internal carotid artery. The spider fx embolic protection device was deployed in the distal segment of the right internal carotid artery without difficulty. The delivery catheter was subsequently removed. A tapered stent was then deployed at the site of the right internal carotid artery lesion. The stent appeared to jump proximately 4-5 mm forward. The stent still covered the proximal right internal carotid artery lesion adequately. This resulted in 85% stenosis to a 60% residual stenosis and maintenance of good flow down the right internal carotid artery. The physician then decided to post dilate the stent, which resulted in 0% residual stenosis. There was no evidence for dissection and good flow down the right internal carotid artery. The physician now proceeded to advance a retrieval catheter into the distal segment of the right internal carotid artery. The spider fx embolic protection device was collapsed within the retrieval catheter and the physician began to withdraw the retrieval catheter along with the embolic protection device into the right common carotid artery. However, it appeared that the filter became trapped within the mid segment of the right internal carotid artery stent. The retrieval catheter slipped back into the distal segment of the right common carotid artery. With multiple pulls the physician was still unable to retrieve the spider fx embolic protection device. It appeared that the filter became stuck to a stent strut in the mid segment of the right internal carotid artery stent. The retrieval catheter was removed and a different catheter was advanced to collapse the filter. However the physician was still unable to collapse the spider fx embolic protection device within the catheter. The filter still appeared to be trapped within the mid segment of the right internal carotid artery stent. The patient was neurologically stable. At this point a second 0.014 guidewire was advanced into the distal segment of the right internal carotid artery. This wire was advanced through the stent without any difficulty. The physician then advanced a balloon within the previously deployed right internal carotid artery stent. The balloon was dilated to 6 atmospheres in order to dislodge the trapped spider fx embolic protection device. The physician removed the balloon proceeded to advance a retrieval catheter to collapse the filter. However, the physician was unsuccessful in freeing the spider fx embolic protection device from within the previously deployed stent. Another balloon dilatation was performed within the right internal carotid artery stent at the site of the trapped filter, and the physician again, re-inserted the retrieval catheter and attempted to collapse the entrapped spider fx embolic protection device, but was unsuccessful again. At this point an additional physician scrubbed in and assisted in the intervention. The new physician proceeded to advance a 5 x 20 balloon within the proximal right internal carotid artery stent. The balloon was inflated at 6 atmospheres. The physicians again attempted to retrieve the filter using a 5 french angled tapered catheter, but were unsuccessful. At this point the physicians proceeded to advance another balloon and performed multiple dilatations within the stent at 14 atmospheres. After this, the physicians attempted once again to advance a 5 french angled tapered catheter in order to free the embolic protection device. With several maneuvers the spider fx embolic protection device was freed and advanced into the distal segment of the right internal carotid artery. The embolic protection device was now outside of the previously deployed right internal carotid artery stent. The physician then proceeded to advance a 0.035 catheter into the mid segment of the right internal carotid artery and collapsed the filter without any difficulty. The spider fx embolic protection device was then removed from the patient's body.